Manufacturer narrative:
The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the pod was successfully paired to a pdm. No communication error occurred during this test. A 5u test bolus was attempted, but was not completed due to the hook talons slipping over the ratchet gear. Inspection of the device found that the hook post spring was incorrectly installed onto the hook, which was not angled down on the ratchet gear, which prevented the hook talons from advancing the gear. Because there were no drive stalls or drops in pulse width in the device download data, the issue did not occur during operation. It cannot be determined when this issue occurred. Investigation found no issues that would prevent the device from delivering insulin. A leak test found no leaks or tears in the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 356 mg/dl. The pod was worn on the arm for less than an hour. As treatment, a new pod was applied.